Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called because they "think the battery inside has quit working" which was clarified as they haven't felt stimulation in maybe a year, but they know their body gets use to it over time. They then started feeling the pulsating surges a couple of days ago and went back to check their ins today; they were on program 2 at 7.3v and not feeling any stimulation. As a result of what was reported, it was recommended to follow up with the healthcare provider (hcp) to have the device checked. No further patient complications have been reported as a result of this event.